Event description:
It was reported that post-op a procedure, there was an anastomotic leak. Reoperation was required. Event timeline: 9/11 - CABG 9/15 - right, ascending colectomy due to ischemic bowel (B)(6)- small bowel resection ¿10 days later¿ (approx. 9/25)- CT scan, no ¿over the weekend¿ (approx. 9/28 or 9/29) - patient became septic (B)(6) - reoperation to repair staple line leak.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2024. Corrected data: b2, h1. Additional information was requested, and the following was obtained: would the surgeon like to speak with ethicon? If yes, please reply with 3 dates and times est. This has already been offered. To date, the surgeon(s) have not expressed interest in having a call with ethicon. Additional information has been requested from the surgeon. It was reported by a different surgeon in their practice - the patient is deceased - exact cause of death not determined. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where was the leak located in the patient? What surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? What is the current status of the patient? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain.